Event description:
On (B)(4) 2012 the lay user/patient contacted lifescan (lfs) alleging a date/time format issue with his onetouch ultra meter. The medical surveillance specialist (mss) was unable to follow up with the patient. This complaint was classified based on the customer care advocate (cca) documentation. It is unknown when the alleged issue first started. The patient reported using a combination of oral medications including metformin 500mg, with diet and exercise to manage his diabetes. The patient reported on (B)(6) 2012 he made no changes to his usual diet, activity level or medications. The patient reported 72 hours after the alleged issue occurred, he developed symptoms of 'cold sweats, constant urination, weakness and dry mouth.' The patient denied receiving any medical intervention in response to the symptoms. At the time of troubleshooting, the cca determined this was not the first time the meter had been used, and the alleged issue occurred after replacing the battery. In addition, the alleged issue was resolved with training. Replacement products were sent to the patient. Based on the provided information at this time, it is unclear how the date/time format issue can lead to the patient¿s symptoms since the date/time setting does not affect the ability to test. Thus, the linkage between the reported product issue and the alleged injuries by the patient remains unclear. However, this complaint is being reported because the patient allegedly developed symptoms suggestive of severe hypoglycemia after the date/time issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.